Manufacturer narrative:
Device evaluation of battery packs sn (B)(6) have been completed. The reported problem (will not power up) was confirmed due to loose bus bars inside of the batteries. As received, the battery packs were unable to power a test monitor and charge. The root cause of the loose busbars cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.